Manufacturer narrative:
Other text: b3: date of event is unknown; d4: catalog number, serial number, and UDI number are unknown.h4: device manufacture date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the measured volume in a disposable does not match the stated volume on the pump screen. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be unintentional user programming error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.